Event description:
It was reported that the left ventricular lead dislodged. The lead was capped and replaced. No further information was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): (B)(4).